Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, it was reported that in vivo testing by the associated ICD revealed no pacing at 10v and high impedance. Another lead was subsequent implanted instead.